Manufacturer narrative:
Results of investigation: a review of the event trace indicates the ventilator was configured to "dim after: 1 min". Display dimming is a feature used to reduce the ventilators power consumption and extend the battery operation time. This feature will turn off most ventilator display elements after a programmed delay that is user adjustable from 1 to 60 minutes or "never" whenever the ventilator is operating from battery power. The ventilators display will go out after alarm free operation exceeding the programmed delay time and will re-illuminate on any alarm condition, button press, knob rotation, or the application of an external power source. Further review of the event trace indicates the ventilator was powered from the battery and operated alarm free for the final 13 minutes of operation which would have resulted in the visual displays turning off for this 13 minutes of operation. The ventilator continued to ventilate normally during this period. Reference the revel operators manual page 10-25 for the "dim after" feature.

Manufacturer narrative:
(B)(4) results of investigation: due to the customer initially reporting a service code error and requesting service, with no indication of malfunction or incident, the device was returned to carefusion, serviced, and returned to the customer prior to carefusion being aware of a complaint incident. No further physical evaluation of the device can be performed. During the service performed, no failures were detected but the main board was replaced as a precaution. Carefusion is currently in the process of evaluating the event trace previously downloaded from the unit. Once results become available, a follow-up medwatch form will be submitted.

Event description:
The ventilator first came in with the reported issue of a "service 91" error code. After reaching out to the customer for confirmation on the reported issue, the customer responded with the report of a patient death that occurred. The ventilator was on a patient during a flight, and the screen went blank and the patient coded. The respiratory rate was 0 and the end tidal reading decreased and the patient went into bradycardia. The crew did not see any chest rise on the patient while manually bagging him. The endotracheal tube was removed and they manually ventilated the patient. The patient expired during the flight. There were no alarms during this event. The screen went blank, but there were small lights showing. The customer stated that there are no allegations of the ventilator contributing to this incident, they could still hear the ventilator pressure.